Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's personal profile settings had intermittently deleted from the pump without user request. Customer's blood glucose level was between 110-140 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.